Manufacturer narrative:
Eval summary: there is no definitive cause for the reported osteolysis. No prod or x-rays were returned for eval. No lot number was provided; therefore, mfg records could not be reviewed.

Event description:
It is reported that the device was implanted in 2002. The device was revised four months later, due to osteolytic lesion around both screws in tibia baseplate.